Event description:
It was reported that the patient controlled analgesia pump module arrived in the biomed shop with a red card indicating "incorrect count" and the "veritas" checkbox checked, indicating a patient incident (veritas is the hospital's internal investigation process). The pump module was handed to the hospital's investigator, who suspects user error (there is some ambiguity because of the lack of detail on the red card, but the investigator believed that it was due to removing the syringe during an infusion and returning it to complete the infusion, causing a change in the measurement of the volume of the syringe). There was patient involvement but the information on patient impact is unknown. Although requested, further information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-121449 is a concomitant. Please refer to manufacturer report number 2016493-2023-121414, which captured the correct suspect device per investigation report.

Event description:
It was reported that the patient controlled analgesia pump module arrived in the biomed shop with a red card indicating "incorrect count" and the "veritas" checkbox checked, indicating a patient incident (veritas is the hospital's internal investigation process). The pump module was handed to the hospital's investigator, who suspects user error (there is some ambiguity because of the lack of detail on the red card, but the investigator believed that it was due to removing the syringe during an infusion and returning it to complete the infusion, causing a change in the measurement of the volume of the syringe). There was patient involvement but the information on patient impact is unknown. Although requested, further information was not provided.